Manufacturer narrative:
(B)(4). The device was disposed of and will not be returned.

Event description:
It was reported that following laceration closure procedures, that patients are returning to the ER approximately seven days later with issues associated with staples that are difficult to remove or where the staples did not hold the laceration shut. In the situation where the laceration was not held shut, either steristrips were used to repair the laceration or it was left to heal on its own. The device is mainly used in lacerations associated where there is hair. No devices will be returned at this time.